Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received excessive no delivery alarms. Customer's blood glucose levels at the time of the incident was unknown, but it was stated that blood glucose was high and was treated with manual injection. It was reported that customer tried all remedies including complete set change with no resolution. Customer declined troubleshooting due to excessiveness of alarm. Insulin pump would not be returned.